Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that at the implant procedure of this unspecified device and a competitor right ventricular (rv) lead, these products exhibited high thresholds, diaphragmatic nerve stimulation, and low out-of-range pace impedance measurements. The left ventricular (lv) lead also exhibited high thresholds. The device and rv lead also exhibited noise oversensing and several seconds of pacing inhibition. The patient is dependent. These complications resulted in a seven-hour procedure. Boston scientific technical services (ts) was contacted for assistance and discussed the cause of the noise may be air bubbles in the header. The status of this device is unavailable at the time of this report. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the root cause of the noise was determined to be air bubbles in the device header. The diaphragmatic nerve stimulation persisted so a new right ventricular (rv) lead was implanted. The status of this device remains unknown. No additional adverse patient effects were reported.